Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the balloon deflated when pressure was at 6 bar. When the balloon reaches the lesion, the doctor tries to inflate the balloon when the pressure reaches at 6 bar, the balloon was ruptured.